Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 51 hours of extended tests at the customer's settings. The ventilator also passed the initial alarm volume test. The ventilator failed the initial final test for non-conformance with measured vti at the ptv flow and volume test 4. Carefusion replaced the pressure module with a known good one, and the ventilator passed the initial final test.

Event description:
It was first reported to carefusion that the ventilator was alarming "low vent volume alarm." After reaching out to the customer, it was later reported that the patient was a very complicated ventilator patient that was hard to manage a baseline. The customer stated that the ventilator initially worked just fine, but at some point during the flight, the ventilator started alarming and the patient began to experience desaturation. The patient was manually ventilated and the ventilator was tested with a test lung and received the same results. Later the customer discovered that they had a leak in their lest lung and they also believe that the patient may have had a leak in the endotracheal tube's cuff.